Event description:
Subject called dr's secretary in 2008 to inform her that he took an overdose of tylenol and that he had already called ems. Dr was notified. Subject was hospitalized for medical clearance then psychiatric care. While in the emergency department, he told the staff that he took the tylenol 36 hours previous, and he was concerned about liver damage. He was seen by dr in the hospital for dbs programming adjustments, he had marked improvement in his depression and was discharged on nine days later. He remains in remission. Diagnosis or reason for use: severe and medically refractory major depression. Ipg replacement on two and a half months later. These ipg replacements are routine and expected. The length of battery life varies depending on the amplitude used during dbs.